Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 19211726. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 19196957. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 19000898. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4). Investigation results. The implantable pulse generator (ipg), spinal cord stimulator (scs) leads, and clik anchor were not returned for analysis; therefore, a technical analysis could not be performed. Device history record. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion. The devices were not returned for analysis. However, a product record review determined that there was insufficient objective evidence to confirm a device malfunction or manufacturing issue related to the reported pain at the implantable pulse generator pocket site that resulted in discontinuation of therapy use and subsequent explant of the spinal cord stimulation system. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that patient has not used the stimulator due to pain around the implantable pulse generator (ipg) pocket site. The patient underwent scs system explant. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.